Event description:
It was reported that pump experienced malfunction alarm with code malf 3 and was not resettable, with no notable events occurring before the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.